Event description:
During the upper gi endoscopy procedure, biopsies were taken without any notice of boston scientific radial jaw 4 large capacity with needle biopsy forcep (gtin (B)(4), ref (B)(4), lot # 17873277, exp. 2018-04-13) not opening correctly. When the gi tech went to put the specimen from forcep into the specimen bottle, he noticed that the forcep was not opening correctly. Instead of opening at the end, it opened sideways and had a wire sticking out directly opposite where forcep was opening. The scope did not have any air leaks (the presence of air leaks indicates damage to the internal mechanism of the scope). No apparent injury to the patient.